Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could lead to adverse consequences. No patient involvement.

Event description:
The customer contacted heartsine to report that their device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could lead to adverse consequences. There was no patient involvement reported with the event.

Manufacturer narrative:
During the investigation of the device, heartsine observed that on installation of the pad-pak, the device's green status led switched on and flashed automatically, however the device could not be powered on via the on/off button. This confirmed the reported fault. Multiple 10 minute timeouts were observed in the device memory. These had led to the device memory becoming full and would have led to the depletion of the returned pad-pak. The user would have been alerted with ¿warning, memory full, low battery, device service required¿ prompt. Due to the random nature of the events stored in the memory log it is reasonable to conclude that devices returned with the symptoms of device switching itself on may be attributed to membrane failure.